Event description:
Multiple vacutainer (butterfly) needles found with cracked hubs, when used they caused a loss of vacuum and blood spills. Patients needed to be re-stuck for blood draw.

Event description:
Multiple vacutainer (butterfly) needles found with cracked hubs, when used they caused a loss of vacuum and blood spills. Patients needed to be re-stuck for blood draw.